Event description:
It was reported that the customer was hospitalized for high bgs. Troubleshooting was performed. The self-test was performed and the insulin exited. Also the high-pressure test was completed and passed. The customer does not have bent cannulas, rotates in the abdomen area, and changes the set every two days. Instructed the customer to change and use manual injections per md protocol. Suggested the customer to call back if high bg continues.